Event description:
Due to anecdotal information received in service notification 300880290 / c-42022. During a procedure (date unknown) there was a large amount of tiny metal fragments during burring with the helicut (lot # 5067887). Surgeon has continued to use the burrs and blades despite the tiny fragments. The lot number as reported was deemed invalid; therefore, no date of expiration or manufacture is available.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).